Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that a surgeon complained two probes did not cut during an anterior vitrectomy procedure. The status of the aspiration was not provided. A third probe worked. There is no known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. Two opened probes were received with no tip protector in a tray for the report of not cutting. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for aspiration, actuation and cut and was found conforming for all three functional tests. A review of the device history record traceable to the reported lot numbers indicates that the products were processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lots for the reported issue. The returned samples were found to be functionally conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probes were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).